Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 was unable to draw up medication. The following information was provided by the initial reporter: material no:328440 batch no: unknown (reported 0203534). It was reported that the insulin syringe is not drawing up any product.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the unknown batch number, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 was unable to draw up medication. The following information was provided by the initial reporter: material no:328440 batch no: unknown (reported 0203534). It was reported that the insulin syringe is not drawing up any product.